Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she has experienced hypoglycemia due to the basal rates changing automatically on the infusion device. She reported she is blind and cannot see what her blood glucose is, but she believes the results are low because she has vomited, had seizures, and passed out. She initially reported she had not received outside assistance, but upon follow-up, she reported she was at the emergency room. It is unknown if treatment was provided. A company representative reported she watched her program the basal rates and confirmed they were saved correctly. Several attempts were made to gather additional information, but these were not successful. It is unknown if the product will be returned for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.